Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure with biopsy in the esophagus on (B)(6), 2010. According to the complainant, during the egd procedure, the patient was presented with bleeding at the ge junction prior to biopsy. The resolution clip was opened and positioned within the esophagus at the bleeding site, however, the clip failed to release from the catheter during deployment. It was reported that the bleeding subsided on its own and there were no patient complications. The patient was reported to be "fine" post procedure.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure with biopsy in the esophagus on (B)(6), 2010. According to the complainant, during the egd procedure, the patient was presented with bleeding at the ge junction prior to biopsy. The resolution clip was opened and positioned within the esophagus at the bleeding site, however the clip failed to release from the catheter during deployment. It was reported that the bleeding subsided on its own and there were no patient complications. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure with biopsy in the esophagus on (B)(6), 2010. According to the complainant, during the egd procedure, the patient was presented with bleeding at the ge junction prior to biopsy. The resolution clip was opened and positioned within the esophagus at the bleeding site, however the clip failed to release from the catheter during deployment. It was reported that the bleeding subsided on its own and there were no patient complications. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the device was half deployed and the clip assembly was not returned. The yoke, which was still attached to the control wire, was actuated and deployed. Functionally, the over sheath moved freely and no damage was noted. Based on the evaluation conducted and the details of the complaint, the most probable root cause for this complaint is operational context. It is likely that the clip failing to release from the catheter was a result of anatomical/procedural factors encountered during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.